Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 400mg/dl and diabetic ketoacidosis. The customer had symptoms such as dizziness and treated with the pump. Customer indicated that their doctor has not been contacted and their blood glucose value was 146 mg/dl at the time of the call. Troubleshooting was performed and found that the drive support cap may be damaged. Customer declined to check for leaks, air bubbles, site, insulin issues and device settings. The customer did not have a tubing clamp but declined further high blood glucose troubleshooting. No further details given.